Event description:
An arthroscopic meniscus retractor was in use for a knee arthroscopy procedure. A piece of metal broke off of the lower (stationary) jaw tip. The fragment was suctioned out of the knee and was discarded. No pt problems were reported.